Event description:
Pacemaker lead implanted on 10/28/95. Power had to be increased during the 5 days the device was in pt from approx 1.5ma to 3.0ma. Changing implanted pacemaker lead solved problem of current on pacemaker needing to be increased continually to guarantee "capture."